Manufacturer narrative:
B5; additional information received: a corelab review of CT imaging taken over two years post the index procedure identified no endoleak, stent ring enlargement or stent ring migration. The maximum aortic dimeter measured 78mm. A new aortic enlargement of +6.8mm was noted. A fracture was not examinable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: v amc4646b100tu, serial/lot #: (B)(6), ubd: 28-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft (vnmf4640c185tu) and a valiant captivia stent graft (vamf4440c150tu) were implanted during the endovascular treatment of a thoracic aortic aneurysm.the patient had 2 existing valiant navion stent grafts and a valiant captivia stent graft implanted one year previous. The patient also has non mdt stents implanted. It was reported core lab review of CT imaging taken 3 years post the navion implant showed a non-navion type ib endoleak. The imaging was noted as difficult to evaluate for fracture dueto multiple device overlaps. The max aortic diameter was noted as 80mm. The imaging was na for aortic enlargement. No endoleaks, stent fracture, stent ring enlargement or stent ring migration were observed. The cause of the type ib endoleak is undetermined.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: corelab review of cts taken approximately 2 years and 2 months post-index procedure identified a new type ib endoleak involving the device vnmf4640c185tu (sn (B)(6)). The maximum aortic diameter measured 78mm. No aortic enlargement, stent ring enlargement or stent ring migration was observed. The image was no evaluable for fracture due to device overlaps. Corelab review of cts taken 10 months later confirmed a persistent type ib endoleak in the same valiant navion stent graft. No aortic enlargement, stent ring enlargement or stent ring migration was observed. It was noted that fracture evaluation was difficult due to multiple device overlaps. Additional information received shows that there is no information to reasonably suggest that the device in this report along with the system reported device may have caused or contributed to a death or serious injury or malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.